Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The technical service representative (tsr) explained the air to the patient. The patient stated that when they checked the patient line they removed the line from the patient line holder and check to make sure there was no air in the line. The tsr explained about not raising the patient line and the potential of the fluid level falling. The amia cycler was operational. There was no patient injury or medical intervention associated with this event. No additional information is available.